Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, allowing continued use, with instructions to call back if the malfunction code recurs.